Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 18th october, 2020 getinge became aware of an issue with one of surgical lights - hanaulux 2000. As it was stated, the safety ring was broken. There was no injury reported however we decided to report the issue based on the potential as broken safety ring may lead to detachment of light head.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hanaulux 2000. As it was stated, the safety ring was broken. There was no injury reported however, we decided to report the issue based on the potential as broken safety ring may lead to detachment of light head. It was established that when the event occurred, the surgical light did not meet its specification as the safety ring was broken and it contributed to event. There is no information if in the time when the event occurred the device was or was not being used for the patient treatment. It was found that the possible root cause of this event is degradation of the plastic safety sleeve, which after a long period of use, can distort or deteriorate through the use of aggressive cleaning products or disinfectants. In the chapter ¿inspection by the operator¿ in the user manual for hlx 2000 device 56351039/e indicates to check the plastic parts every six months. To prevent any similar incident it is recommended by manufacturing site in technical notice nit 148 (dispatched in november, 2004) to replace the plastic sleeve with a metal sleeve hm560533349. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).